Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a patient code event. Patient was reported as experiencing seizures and being in critical condition. Patient was transferred to the customer's intensive care unit. Customer stated that the required medication lorazepam and an air way management kit were obtained from a nearby device. The length of the delay was 10 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a patient code event. Patient was reported as experiencing seizures and being in critical condition. Patient was transferred to the customer's intensive care unit. Customer stated that the required medication lorazepam and an air way management kit were obtained from a nearby device. The length of the delay was 10 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the cause could be traced to a recently installed operating system update. The field service engineer followed knowledge article 000016103 - medes & pases - medapplication fails to launch following 2022-11 cumulative update. The operating system update was removed by the field service engineer. Device confirmed operational.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding during a patient code event. Patient was reported as experiencing seizures and being in critical condition. Patient was transferred to the customer's intensive care unit. Customer stated that the required medication lorazepam and an air way management kit were obtained from a nearby device. The length of the delay was 10 minutes.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b1, d1, d4, d5, e3, g1, h1, h2, h4, h6 this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-dec-2020 to 23-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device got stuck on blue care fusion screen after maintenance mode. A field service engineer removed the knowledge base 501996 to resolve the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.